Event description:
It was reported that a patient was implanted with a titanium (ti) matrixneuro contour mesh and an unknown quantity of ti matrixneuro screws on (B)(6) 2017. Postoperatively, on an unknown date, the patient developed a reaction to the implants, which the hospital nurse stated was hives. Another non - synthes device known as a suturable duragen was also implanted inside the female patient. There was no reported damaqe to anv of these devices . (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).